Event description:
The pt reportedly developed an abscess at the implant site. On (B)(6) 2012, the pt presented with a hematoma from a fall. On (B)(6) 2012, the pt rec'd excision and drainage for swelling at the implant site. The pt was then prescribed clindamycin for 7 days. On (B)(6) 2012, the clindamycin prescription was extended for 14 more days. On (B)(6) 2012, the pt was prescribed bactria ointment. The pt's infection has reportedly resolved.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The pt is reportedly free of infection. The pt's device remains implanted. This is the final report.